Event description:
It was reported the insulin pump alarmed motor error during rewind. The device was not exposed to a high magnetic field. Customer removed the battery to prevent the alarm from continuing. Customer's blood glucose was 267 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.